Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and images but the request for medical records was denied and no response was received for the request of medical images. As such, event determination, off label conditions, related patient harms and patient disposition could not be assessed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned by the hospital after explant; therefore, an evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections: h6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The explanted devices involved in this event have not be returned for evaluation. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) and infected aorta emergently (outside indications of use) with the afx abdominal aortic aneurysm stent. Approximately four (4) months post initial procedure, the patient presented with a crumpled proximal extension and type ia and iiia endoleaks. However, the exact date of event is unknown. The physician elected to treat the patient by explanting the devices on an unknown date, at which time thrombus between the components was noted. The patient is reportedly stable.